Event description:
The customer reported "it shows various messages: system error, servicing required. Control knob faulty, pacing unit faulty." There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported "it shows various messages: system error, servicing required. Control knob faulty, pacing unit faulty." There was no reported pt involvement. The device was evaluated by a philips field service engineer (fse). The symptom was clarified as therapy knob and pacer test failures in operation check. The fse reproduced the symptoms. Multiple parts were replaced to resolve the issue. We are considering this a malfunction but we are unable to determine the cause because multiple parts were replaced.